Manufacturer narrative:
Other applicable components are: product ID: neu_unknown, serial# unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s coupling level would go from eight boxes, to six, to four. The consumer stated this would happen when the patient moved. The consumer thought that it would be much improved if the sticky pads held the recharger antenna in place. It was noted that the issue began in the latter part of 2016 and had progressively gotten worse. The consumer mentioned that the patient had gained weight in the last three or four months, which may have affected the coupling. It was confirmed that the weight gain was not related to the device or therapy. Adhesive discs were being sent to the patient. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.